Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that during an afib procedure (using a competitive mapping system and generator) a pericardial effusion was diagnosed via intracardiac echocardiography (ice). A pericardiocentesis was performed by the physician. The patient was stable at the time of the call and was transferred to ICU for observation. No other details were available at this time. Caller noted that a farapulse¿ generator was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).